Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to faulty etch on the analog board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that after successfully discharging energy to a pt the device lost ECG signal. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.